Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was to be used during a stent placement procedure to be performed the same day (patient gender, age and weight are unknown). According to the complainant, the physician performed a sphincterotomy (wireguided), removed the sphincterotome, leaving the wire in. They tried to insert the guide into the wallstent rx delivery system, but the wire would not come out of the other side of the stent, so they could not insert the stent over the wire. The nurse suggested they leave the guide in and insert a plastic stent instead, but the physician decided instead to try to insert the stent without the wire. The physician removed the wire and tried to enter the bile duct directly into the papilla with the wallstent rx delivery system. This did not work and he then decided to end the procedure, without trying to regain access with the wire and put in a plastic stent (the did not have another wallstent rx in stock). The wallstent rx delivery system was removed and the procedure ended. It may have been "kinked" or "blocked" inside. There were no patient complications reported as a result of this event. The patient was scheduled to receive either a plastic stent (manufacturer unknown) or a metal stent (manufacturer unknown) later in the week.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.